Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and was determined to be related to use of the device. One 20g x 10cm powerglide catheter, which consisted of the purple hub and pink strain relief sleeve, was returned for investigation. The deployment system was not returned for investigation. A functional test revealed a hole in the catheter at the distal end of the pink strain relief sleeve. A microscopic examination revealed that the catheter was scored longitudinally with a chevron slit at the distal end of the longitudinal score line. Sharp edges were observed along the slit with striations on adjoining surfaces of the breach in the tubing. These characteristics at the leak site are consistent with a needle puncture. The product IFU warns, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ the IFU also states, ¿do not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure.¿

Event description:
Per sales rep, the facility reported that after the device was placed and aspirated, the nurse flushed the catheter. It was stated that saline squirted from the hub of the catheter (where the catheter meets the pink hub) when the device was flushed. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that after the device was placed and aspirated, the nurse flushed the catheter. It was stated that saline squirted from the hub of the catheter (where the catheter meets the pink hub) when the device was flushed. No harm to the patient was reported.